Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a manufacturing representative regarding a patient receiving fentanyl (1500mcg/ml, 9.2mcg/day) and bupivacaine (30mg/ml, 0.184mg/day) in an implantable pump for malignant pain, metastatic colon cancer, and related neuropathic pain. The remainder of the catheter and the pump were explanted, as of (B)(6) 2015. The pump kept bumping into the hips and ribs of the patient and since the catheter was ligated on (B)(6) 2015, the patient had no increased pain from cessation of therapy. The pump was released to the patient's husband after the expected residual reservoir volume was withdrawn; pump was refilled with 20ml of preservative free normal saline and 0.3ml prime was performed to clear the internal pump tubing. Please refer to mfg. Report# 3007566237-2015-03419 for information pertaining to the reason for partial catheter removal due to spinal incision site wound dehiscence.